Event description:
It was reported that the right atrial (ra) lead dislodged due to patient trauma. During the lead revision procedure, the physician could not connect the lead to the device due to a setscrew problem. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a loose/detached set screw. (B)(4).